Event description:
It was reported the pt (B)(6) suddenly lost stimulation. Efforts to establish communication with the ipg via the programmer and charging system proved unsuccessful. Surgical intervention was undertaken to replace the pt's ipg and effective stimulation was recaptured as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.